Manufacturer narrative:
Block e1 (initial reporter facility name and address): (B)(6). This event was reported by the distributor. The physician is: (B)(6). Block h6: medical device problem code a050501 for the reportable event of bands unable to deploy. Block h10: investigation results: the returned speedband superview super 7 was analyzed. A visual evaluation noted that the handle assembly and ligator head were returned with the device. It was noted that the slack was taken up correctly, the handle presented marks of trip wire secured. The ligator head returned with all bands attached, some of them were overlapped and were moved out from their original position. Microscopic examination was performed, and it was found that the ligator head teeth were bent. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. According to the evidence found during the product analysis, (band ligation) failure to deploy is likely to happen if the knots that hold the suture of the bands in the ligating unit untangled from it. These knots-related problems can be traced to the manufacturing process as a contributing factor. Therefore, based on the information available and the analysis performed, it was concluded that the investigation conclusion code of this event is manufacturing deficiency, due to problems traced to manufacturing process. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed for the internal hemorrhoids on (B)(6) 2021. During the procedure, when attempting to deploy the device, it was noticed that the bands were adhered together. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable. Additional information received on december 09,2021. It was reported to boston scientific corporation that the correct anatomy location was in the anus.

Manufacturer narrative:
(Initial reporter facility name and address): (B)(6). This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure performed for the internal hemorrhoids on (B)(6) 2021. During the procedure, when attempting to deploy the device, it was noticed that the bands were adhered together. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.